Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - could not duplicate malfunction. Opened console and checked all touchscreen interface boards and cabling. Un-uniform solder on main board header was re-soldered as a precaution. Recommend retest and return. Re-soldered display header on main board as a precaution. January 20, 2014, the DHR for console s/n (B)(4) was reviewed and showed that this unit met manufacturing specifications when released and there were no issues related to the complaint.

Event description:
The touch screen on the console is not working properly.